Manufacturer narrative:
The reported event is considered as confirmed. The investigation confirmed that the difficulty in fitting the tmj implants was caused by the misplacement of the patient¿s maxilla during the first stage of surgery. The maxilla was not advanced as intended, likely due to insufficient removal of patient anatomy during the resection, which restricted the vertical movement of the maxilla segments. This misplacement affected the proper fitting of the implants. The analysis of the design, manufacturing, and planning files for the facial plates and tmj implants found no issues. Both the engineering and design teams confirmed that the plates matched the original designs and manufacturing documents. Furthermore, the splints guided the maxilla and mandible placement but did not guarantee proper occlusion positioning in space, which contributed to the need for adjusting the tmj implants. In conclusion, there were no product or design issues identified, and the misplacement of the maxilla was determined to be the primary cause. Therefore, no corrective or preventive actions are necessary, but the complaint has been added to the complaint trend for monitoring.

Event description:
It was reported that the surgeon modified the ramus to get the joints to fit properly.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the surgeon modified the ramus to get the joints to fit properly.